Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer observed the battery charge fluctuating abnormally. Tandem technical support reviewed pump data and observed battery depletion from 15-5% and a subsequent increase from 5-10%. Subsequently, the pump shut off multiple times. The customer's blood glucose level ranged from 250 to 400 mg/dl. The customer has manual injections available as alternate insulin therapy.